Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to occlusion of device. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of aneurysms of the abdominal aorta and bilateral common iliac arteries using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component (rlt231418j/15302283) was advanced from the right side and deployed, followed by a contralateral leg component implanted on the left side and an iliac extender component (pxl161007j/15218289) on the right side for distal extension of the ipsilateral leg. Additionally, an aortic extender component was additionally implanted, and the patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography (CT) revealed that the leg on the right side had been thrombosed (it is unknown which of the endoprostheses had been thrombosed). Thrombectomy was performed and bare-metal stents were implanted into both legs. Kissing ballooning was also performed, and the patient tolerated the reintervention procedure. It was reported by the physician that after thrombectomy was performed, there appeared a stenosis around the bifurcation of the trunk-ipsilateral leg component. Additionally, the contralateral leg component on the left side had been implanted proximal to the bifurcation, which could have caused the decrease in blood flow to the ipsilateral leg, resulting in thrombosis of the right leg.

Manufacturer narrative:
Date of event: corrected this section to (B)(6)2017.

Manufacturer narrative:
Updated the following information on section d: suspect medical device. Catalog # and its expiration date. Concomitant medical products: contact office name/address (and manufacturing site for devices) as the plc181400j was manufactured in (B)(4), updated the manufacturing site for the plc181400j. Updated the manufacture date of plc181400j. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of device. Device UDI: lot/serial: (B)(4), UDI: (B)(4); lot/serial: (B)(4), UDI: (B)(4); lot/serial: (B)(4), UDI: (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of aneurysms of the abdominal aorta and bilateral common iliac arteries using gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk-ipsilateral leg component (rlt231418j/15302283) was advanced from the right side and deployed, followed by a contralateral leg component implanted (plc181400j/15612874) on the left side and an iliac extender component (pxl161007j/15218289) on the right side for distal extension of the ipsilateral leg. Additionally, an aortic extender component was additionally implanted, and the patient tolerated the procedure. On (B)(6) 2017, a follow-up computed tomography (CT) revealed that the leg on the right side had been thrombosed (it is unknown which of the endoprostheses had been thrombosed). Thrombectomy was performed and bare-metal stents were implanted into both legs. Kissing ballooning was also performed, and the patient tolerated the reintervention procedure. It was reported by the physician that after thrombectomy was performed, there appeared a stenosis around the bifurcation of the trunk-ipsilateral leg component. Additionally, the contralateral leg component on the left side had been implanted proximal to the bifurcation, which could have caused the decrease in blood flow to the ipsilateral leg, resulting in thrombosis of the right leg.